Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. There was no known cause of the reported issue. As a preventive measure, the components (a rear housing and a gasket) were replaced with known good ones.

Event description:
It was reported that the fluid leaked from the connection between the cadd cassette and the extension tube, and the batteries also leaked. There was no patient involvement.